Event description:
The customer reported that the system displayed a low ma error. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. A ma null adjustment was performed and the filament was calibrated. The system was tested and found to be working as intended and put back into svc.